Manufacturer narrative:
The catheter was returned for evaluation and the tubing material over the proximal marker band was found to be damaged. Upon further examination, the distal marker band was found to be dislodged with the tubing material at the distal tip exhibited with jagged edges, exposed braid, and stretching which indicated that the catheter broke when it was pulled with forces exceeding the tensile strength of the tubing material. The catheter was also found to be damaged; however, the cause for this damage could not be determined. The length of the distal edge of the proximal marker band to the broken distal end was measured to be 31.11mm. Approximately 2mm of the catheter tip was found to be missing. All devices are 100% inspected for damages and irregularities including marker band inspection fixture during final inspection. Therefore, it is highly unlikely that the marker band was damaged and not present in the catheter. The lot history record of the reported lot number has been reviewed and no discrepancies were found that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information regarding a manufactured product. It was reported that the marker band detached from an echelon 10 micro catheter. No injury was reported with the patient as result of the event.